Event description:
A malfunction alert, identified as "malf 12," was reported by the customer, although it was unclear if this caused any issue with blood glucose levels. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which resolved the malfunction, as it did not recur. The customer was advised to monitor the device and contact support if the issue reappeared.